Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, g-3, g-6, h-2, h-6, h-10. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, t.w. Power supply s/n: (B)(6) was intermittently cutting in and out. The power setting was 2.5. A new device was used to complete the procedure. After the surgery, the box was cleaned by the biomed team in hospital, and the power supply issue was solved. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.